Event description:
A site representative, neuro-coordinator, reported that a nurse stated the radiographic technologist (rt) was unplugging the o-arm system from a wall outlet and heard a popping sound and smelled smoke. The o-arm was not turning on. The o-arm was located in the hallway of the operating room (or) at the time. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement pcb filament driver, 4 15a/500vac sb fuses and 4 35a/600vac fuses shipped to site. Suspect fuses are not expected to be returned to manufacturer. Pcb filament driver returned to manufacturer (B)(6) 2013. On (B)(4) 2013 a medtronic representative, following-up at the site, performed a system check-out. All areas passed. Also, found that the filament driver pcb's capacitor shorted out causing f2 bi310-00150 to blow as well. Changed both parts. Did a fluoro calibration and tested all dose measurements. O-arm is up and running properly. No further issues.